Event description:
Medtronic received a report regarding a labeling error. The tracheostomy tube received was uncuffed (4un65h), but identified as cuffed on the label (4cn65h). Customer indicated there was no patient involvement with this event.